Event description:
The aunt of the patient stated his infusion device caused his blood glucose to reach levels around 400 mg/dl. The caller stated the patient's cartridge was low or almost empty at the time of the incident. He was admitted to the hospital and discharged 2 days later. He was given an i.v. Drip and placed on injection therapy. Symptoms of high blood glucose were feeling lethargic and confusion. The caller provided contact information for the patient, but the company representative was unable to make contact to gather more information regarding the incident. No product will be returned for evaluation.

Manufacturer narrative:
H:6: no product will be returned for evaluation.